Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a concern of potential over infusion of an unspecified medication. The customer indicated the volume of the bag seemed less after transport then it should have been but there was no change in rate documented. Pharmacy stated that they weigh the bags, so they know the volume in the bags. There was patient involvement, but no harm reported.

Event description:
It was reported that there was a concern of potential over infusion of an unspecified medication. The customer indicated the volume of the bag seemed less after transport then it should have been but there was no change in rate documented. Pharmacy stated that they weigh the bags, so they know the volume in the bags. There was patient involvement, but no harm reported.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.